Manufacturer narrative:
(B)(4). Dissections are known adverse events as listed in the xience v instructions for use (IFU). It should be noted that the IFU states: implanting a stent may lead to vessel dissection and acute closure requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was diagnosed with a lesion in the mid left anterior descending (mlad) with 95% of blockage. The patient was taken for percutaneous transluminal coronary angioplasty where the lesion was predilated with a 2.5 x 12 mm voyager nc balloon. A 2.5 x 23 mm xience v stent was deployed at 14 atmospheres in the mid lad lesion. Post deployment was performed and an edge dissection was observed at the distal end of the stent. A 2.25 x 12 mm stent was used to cover the dissection. No additional information was provided.

Event description:
Reportedly after the implantation of a 2.5 x 15 mm xience stent in the mid circumflex (cx) to treat a pt experiencing an acute myocardial infarction (mi), during post dilatation a long spiral dissection was noted extending from the cx to the obtuse marginal. A 2.5 x 23 mm xience was attempted across to treat the dissection; however, while it crossed the 2.5 x 15 mm xience stent, it could not cross the dissected area. Next a 2.75 x 12 mm xience was attempted across; however, it failed to cross the implanted stent. Then a 2.0 x 8 mm xeince was attempted across; however, it crossed the implanted stent, but could not cross the dissected area. Several non-abbott balloons, a 2.0 and a 2.5, were used to dilate the dissected area. Then two 2.25 mm non-abbott stents crossed and were placed in the obtuse marginal to treat the distal part of the dissection, and a 2.5 x 12 mm xience was placed to overlap the non-abbott stents, and the 2.5 x 15 mm xience stent which successfully treated the spiral dissection. The pt is doing great. The physician felt the patient's anatomy contributed to the dissection because the lesion was located in a shelf of calcium. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The stent remains in the pt. A follow-up will be submitted with all relevant info.